Event description:
It was reported that the patient presented during leadless pacemaker implant. During implant, the patient was symptomatic of asystole while the leadless pacemaker was deflected into the right ventricle. The implant procedure was completed with no complications on (B)(6) 2023. The patient was in stable condition. There was no allegation of malfunction on the leadless pacemaker and delivery catheter involved in the implant procedure.